Manufacturer narrative:
Upon receipt, the device could not be interrogated. The product code was reloaded, sensing, pacing, pacing lead impedance, high voltage (hv) lead impedance, hv charging, hv delivery and hv shock impedance were tested with no anomalies noted. Backup vvi (bvvi) could not be confirmed, and no data containing the bvvi was available.

Event description:
Prior to an implant procedure, it was noted that the device was in backup mode due to a cybersecurity upgrade. The device was not implanted and a new device was implanted to resolve the event. The patient was stable with no adverse consequences reported.